Manufacturer narrative:
Evaluation codes, results: (dissection). Other (secondary intervention).

Event description:
One endeavor rx drug-eluting stent was implanted during a planned staged procedure. It was reported that following implantation of stent an additional endeavor sprint rx drug-eluting stent was implanted for treatment of a complication/dissection/bailout (after stent implantation to cover target lesion). Patient was discharged from hospital on the same day. The pt was reported to be asymptomatic at the 6 month follow-up stage.